Event description:
It was reported that sensor failure occurred. The patient experienced a sensor failure which occurred an unspecified day after the sensor had been inserted (no information about insertion site). On (B)(6) 2024, the patient was alone when he collapsed. His wife found him and called emergency service 911. The paramedics took the patient to the hospital and the continuous glucose monitor showed a sensor failure. The patient was hospitalized and there was no information about the treatment or medical intervention provided. Of note, there were initial findings was that the cannula on his pump malfunctioned and did not administer the insulin even if the pump shows insulin completed. Per follow up with the patient on (B)(6) 2024, the patient declined to provide further information about the event, the patient stated "issue was all resolved". At the time of the report the patient was still recovering. Data was provided for investigation. The allegation was confirmed via data as a sensor failure after warm-up. The probable cause was determined to be high counts aberration. No additional patient or event information available.

Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.